Event description:
It was reported that the valve failed (obstructed). The valve was implanted on (B)(6) 2011. On (B)(6) 2014, the patient was operated upon to explant the valve and a new osv was implanted. The patient was symptomatic of headaches and vomiting. Additional information was requested and the following was received on (B)(6) 2014: the patient started experiencing the vomiting and headaches on about (B)(6) 2014. The patient's underlying medical condition was aqueductal stenosis. An osvii valve (product ID 909700, lot number 0000000181755) was used as the replacement valve on (B)(6) 2014. The ventricular catheter was also replaced. The ventricular catheter was not blocked but was soon to be too short. The patient is asymptomatic at this time.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.